Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while putting in a 3.5 cortex screws, one (1) holding sleeve was not functioning correctly and not allowing screws to stay on screw driver. The sleeve was removed and the surgical tech was instructed to place a repair tag and replace the holding sleeve. The surgery was completed successfully with no surgical delay. There was no patient outcome and no fragments were generated. Concomitant device reported: unk: screws: 3.5 mm cortex (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).